Event description:
It was reported that the patient presented for a generator changes procedure. Upon interrogation, it was noted that the left ventricular (lv) lead exhibited failure to capture and high pacing impedance. The lv was capped and replaced on (B)(6) 2022. The patient was in stable condition throughout the procedure.